Event description:
It was reported that the device had failed preventive maintenance with upstream sensor failure. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Omit a25 - no apparent adverse event (3189); omit g07001 - part/component/sub-assembly term not applicable; omit b21 - type of investigation not yet determined; omit c21 - results pending completion of investigation; omit d16 - conclusion not yet available. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device had failed preventive maintenance with upstream sensor failure. There was no patient involvement.